Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level, high blood glucose and having several sensors issues. One-press serter - sensor not penetrating skin and sensor site issues and rash happens under the overtape. The customer had no symptoms and treated with manual injections for highs. Customer's low blood glucose was 20 mg/dl. Customer's high blood glucose at time of incident was 500 mg/dl and 471 mg/dl later blood glucose was 257 mg/dl. Customer declined to perform the low blood glucose level and high blood glucose. Customer additionally stated 1400's mg/dl and went into coma. She was in a coma for 5 days and has neurological damage after the coma. The insulin pump will not be returned for analysis.